Event description:
It was reported that the 9900 system had poor image quality and ma and kv error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/17/2009.